Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed consistent increases in power consumption to parameters above the normal operating range between (B)(6) 2021 and (B)(6) 2021; however, no alarms were logged within the analyzed period. Additional information received indicated that the ventricular assist device (vad) exhibited increased flows and the patient was admitted to the hospital for possible infectious process (which was ruled out) and found to be in fluid overload. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that over the past week, the ventricular assist device (vad) exhibited increased flows and the patient was admitted to the hospital for possible infectious process (which was ruled out). It was noted that the increase in flow was due to the fluid overload. The vad remains in use. No further patient complications have been reported as a result of this event.